Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/27/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3 h3 evaluation: retained sample evaluation: five retain samples of code lot vp2382/t0011 were subjected to analysis and compliant results were obtained for knot pull tensile strength test. To verify the complaint, results of retained samples were reviewed and no discrepancy was observed for knot pull tensile strength test. Results for knot pull tensile strength test were complying with the pre-defined acceptance criteria. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 4.250 kgf and value at release was found to be 3.711 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.680 kgf. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: lot no: t0011, hospital name: (B)(6) hospital. Did the suture break during the procedure? Did the needle break during the procedure? Lot number? Procedure name and date? What was used to complete the procedure? What tissue was being approximated? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2021-11377, 2210968-2021-11379.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while knotting. There were no patient consequences reported. Additional information was requested.